Manufacturer narrative:
Additional info was received on (B)(6) 2013 in the form of qa (quality assurance) investigation summary. Eval summary: the product lot number was not provided; therefore a batch record review was not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data was periodically presented and reviewed by individuals responsible for assuring product quality. This review had not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor for complaints. MFR's comment: the benefit-risk relationship of product is not affected by this report.

Event description:
Left knee swelling [joint swelling]. Left knee pain [arthralgia]. Left knee swelling [joint swelling]. Left knee pain [arthralgia]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician regarding a female pt (age not provided), initials: unk with gonarthrosis. The pt's medical history was not provided. On (B)(6) 2013, the pt initiated treatment with synvisc (hylan g-f 50) injection at a dose of 2 ml, (frequency and route of administration not provided). The lot number for synvisc was not provided. On (B)(6) 2013 the pt had second synvisc injection at a dose of 2 ml, and on (B)(6) 2013, the pt had third injection at a dose of 2 ml, (frequency and route of administration not provided for both). On an unspecified date in 2013, the pt experienced swelling. The action taken with synvisc was not provided. The outcome for the event was not provided. Concomitant medications were not provided. The intensity for the event for swelling was not provided. The reporting physician did not provide the relationship between the event and synvisc. F/u info was received on (B)(6) 2013 from the physician regarding the update in pt's info, product info and event info. The case was upgraded to serious as the events required steroid administration. The pt was identified as a (B)(6) with initials: (B)(6), with gonarthrosis of left knee (k and l grade 3). The pt received synvisc into the left knee. The lot number of synvisc was unk to the reported physician. On (B)(6) 2013, the pt experienced left knee swelling and left knee pain for which arthrocentesis was performed (with unk amount of joint fluid aspirated). On (B)(6) 2013, the events of the left knee swelling and left pain resolved. On (B)(6) 2013, synvisc therapy was discontinued after last injection into left knee. On (B)(6) 2013, the events of left knee pain and left knee swelling reoccurred. The same day arthrocentesis was performed and the joint fluid aspirated was found to be cloudy white color (with unk amount of joint fluid aspirated) and the pt received treatment with the joint injection of steroid. On (B)(6) 2013, the events of knee swelling and knee pain resolved. The outcome for the event of joint knee effusion was not provided. The intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the events of left knee pain (on (B)(6) 2013), left knee swelling (on (B)(6) 2013), left knee pain (on (B)(6) 2013) and left knee swelling (on (B)(6) 2013) as definite. The reporting physician did not provide relationship between synvisc with the event of joint knee effusion. According to physician, the possibility of infection was ruled out.